Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The therapy worked good but at the time of the report it was not doing it right. There were no known accidents or incidents related to this. It was unknown if this was sudden or gradual. This event date was 6-8 months ago. There was a shocking or jolting sensation. They did not keep stimulation on all the time. The patient turned stimulation off at night because it shocked them in their sleep since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.